Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the lead had an insulation break. The lead is not available for evaluation.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully placed. No adverse patient effects were reported.